Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The pt was taken to the hosp and is to continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4) , 05/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) trial (B)(4).

Event description:
A distributor contacted zoll on (B)(6) 2014 to report that a pt experienced an inappropriate defibrillation. The pt received three treatments on (B)(6) 2014 at 16:01:53, 17:21:26, and 17:37:15. Atrial flutter at 200bpm contributed to the first false detection. Atrial fibrillation (af) at 203-207 bpm contributed to the subsequent false detections. The pt was reported to be conscious and a physician present at the time of the event. The physician was reported to have pressed response buttons for the pt. A review of the downloaded data shows that the response buttons were pressed intermittently during the event but not immediately prior to the three treatments. The pt was taken to the hosp for further eval and is to continue wearing the lifevest.